Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'downstream occlusion error' which were verified through a review of the event history log and false downstream occlusion alarm reproduced during evaluation. The reported condition was verified. The cause was determined during a visual inspection to be an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a downstream occlusion error during testing at the biomed service department. There was no patient involvement. No additional information is available.